Manufacturer narrative:
The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was explanted and re-sterilized, due to the patient's bursa infection. It was noted the pacing threshold measurements had increased, and the right ventricular (rv) lead was explanted and replaced during this procedure. No additional adverse patient effects were reported.